Event description:
The customer called for help with his meter. While troubleshooting, he performed control tests and rec'd results of 255 and 260 mg/dl. The normal control range was 97-134 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. A new contour meter kit was sent to the customer.